Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, flow rate accuracy test was within specification. The event history log (ehl) review was performed. The customer did not provide an event occurrence date, however on the last day of customer use, an infusion is programmed at a rate of 166 ml/hr and volume to be infused (vtbi) of 1000 ml. The user starts the infusion and the pump stops due to an "air-in-line!" Alarm and the user powers off the pump. The customer reported that the pump was run using the instructions in the service manual, however there were no infusions recorded matching the reported parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had flow rate accuracy test error of 12% +. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.